Event description:
It was reported that pump displayed minimum fill notification and customer was unable to load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to clean pump, reloaded same cartridge, then tried new cartridge without success, switched to multiple daily injections as backup therapy, and technical support arranged replacement pump, provided storage mode and setup instructions, and instructed customer to return problematic pump.